Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was to be implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the stent was fully deployed. However, during an attempted removal of the delivery system, the stent got caught on the catheter and the stent was moved out of its position. The stent was then removed using rat tooth forceps and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.